Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead kept dislodging since implant. The ra lead was repositioned and remains in place. The patient is a participant in (B)(6) registry. No patient complications have been reported as a result of this event.